Event description:
It was reported that the screw is believed to be loose and surgeon will perform a second surgery to check and replace the screw.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the screw is believed to be loose and surgeon will perform a second surgery to check and replace the screw.

Manufacturer narrative:
The device was not returned for investigation. The engineering department of the related tmj implant complaint investigation reviewed the patient¿s x-ray with the surgeon and reported that one screw fossa might be loose. The only way to know for sure is to operate to find out whether the screw is loose. Because the screw under complaint has not been returned for investigation and the x-ray analysis does not clearly identify the loose screw, the reported event could not be confirmed.